Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 90% stenosed, 22mmx3.0mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 24x3.00mm rebel drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the device was removed, it was noted that the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.